Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the backend. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was installed on an in-house system and driven. The medium-large clip applier instrument passed the recognition and engagement tests. While the instrument was able to retain the clip during engagement, it failed to release the clip as commanded. Further evaluation found the medium-large clip applier instrument was found to have a broken life indicator. The housing was removed, and inspection found the life indicator broken at the hard-stop tabs and the broken piece was returned with the instrument. The probable root cause is attributed to a loss of cable tension. The probable root cause of difficulty applying a clip is attributed to the loose grip cable at the backend, which resulted in impaired instrument actuation and failure of intuitive motion.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not hold the clips. The procedure was completed with no patient harm.